Event description:
Reusable defibrillator cable for pads passed lifepak 12's user test in the ER but then the defibrillator gave "attach cable" message when they attempted to use it with a simulated patient for training purposes. The fear is that this could have been a real situation and there would have been a delay in delivering the therapy. [There appears to be a missing or broken pin in connector that attaches to defibrillator.]